Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. Treatment was not reported. Cause of peritonitis was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information: information was obtained from the nurse, who medically confirmed this case. On (B)(6) pd catheter was removed in an out-patient setting and the patient was switched to hemodialysis. The nurse confirmed the event of peritonitis (onset date (B)(6) 2012). The cause of the peritonitis was reported as touch contamination (onset not reported). On an unreported date in (B)(6) 2012, the patient was treated with unspecified antibiotics intravenously. The patient had not been retrained on aseptic technique. This condition of a use error - breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique. However, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review found the labeling to be adequate for the use/user error identified in this incident.